Manufacturer narrative:
One therapy cool path catheter was received for eval. Visual inspection revealed no anomalies. Functional eval revealed that the pressure dropped during leak testing. A syringe was used to push water into the catheter luer and towards the catheter tip; it was noted that water leaked from the catheter handle. The catheter handle was opened revealing saline residue. It was also noted that the fluid lumen was cut approximately 2cm from the proximal end of the handle resulting in two pieces of lumen, one smaller piece located near the proximal end of the handle and the longer portion which runs from the shaft to the catheter tip. The section of the lumen located at the proximal end of the handle did not remove when pulled; however, the portion of the fluid lumen attached to the catheter tip separated when a pulling force was applied indicating the fluid lumen detached at the strain relief joint which resulted in the handle leak. Further inspection revealed a slight pump on the strain relief joint indicating the catheter was bent multiple times resulting in a kink in the fluid lumen which eventually led to the break in the fluid lumen. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported during an atrial fibrillation ablation procedure with the 7f cool path ablation catheter, the physician twisted the catheter handle and noted the handle was leaking. The physician used a new catheter to complete the procedure. No pt consequences were reported.